Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27 mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a history of nonspecific intraventricular heart block, with a baseline rhythm of fascicular block. The membranous septum measured 1.6 mm, and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the patient developed heart block. In response to the conduction disturbance, a temporary pacemaker was placed and used to support the patient¿s rhythm. While in the cusp overlap view (cov), the inflow edge of the constrained valve was positioned at the base of the aortic annulus while the pigtail catheter position was confirmed at the bottom of the non-coronary cusp. At final release, the implant depth of the valve was reported to be 4 mm at the non-coronary cusp and 7 mm at the left coronary cusp. With the assistance of the temporary pacemaker, the patient remained hemodynamically stable throughout the procedure and left the cath lab with the temporary pacemaker in place. Due to persistent heart block that occurred during the procedure, a permanent pacemaker was implanted post-procedure. The patient did not experience a prolonged hospital stay for rhythm monitoring. No clinically significant delays were reported. The patient was reported to be stable and discharged.